Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer changed their infusion set and cartridges multiple times and the occlusions continued. Tandem technical support attempted to contact the customer multiple times to obtain more information as the initial call ended abruptly; however, no response was received.